Event description:
It was reported that, this pacemaker exhibited atrial undersensing. The boston scientific technical services (ts) tried to reprogram the device nonetheless there was still undersensed beats. This device remains in service. No adverse patient effects were reported.